Event description:
It was reported that when using the bd pyxis medstation system, the railing requires replacement. The customer stated that the malfunction occurred when the user attempted to dispense medication to a patient, and the medications were retrieved from a different pyxis system. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the rails of drawer 5.1 on the main unit are damaged. A field service engineer, replaced the rails and rebooted the device to resolve the issue. The device functioned as intended after the field service engineer troubleshooted the device.